Event description:
On 8(B)(6) 2006 - a dental implant was placed in tooth location # 19. On (B)(6) 2006 - the implant was removed from the pt's mouth. On (B)(6) 2006 - the clinician stated the implant had loss of osseointegration, was slightly mobile and was removed. However, clinician also indicated that the pt had paresthesia in the lower left lips. Therefore, the implant was removed because of the paresthesia. Post-operative - the clinician stated the pt was seen on (B)(6) 2006 and the pt had approx 50% of the feeling back in the effected lip areas. No info was provided as to a further treatment plan for this pt.